Event description:
The user facility reported that the steel needle cannula detached from the plastic luer hub when the nurse pulled the protective cover off of the needle. Follow-up communication confirmed that the needle detached prior to administering the injection and there was no patient involvement or impact related to the event.

Manufacturer narrative:
Results: based upon testing of reserve samples. Conclusions: based upon testing of reserve samples. The involved device was not returned for evaluation, which limits the failure investigation. Evaluation of samples from the reported lot, the previous and subsequent lots did not reveal any abnormalities. A review of the device history records indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported separation of the needle from the hub cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).